Manufacturer narrative:
Manufacturers ref# (B)(4). . G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: from follow-up CT/MRI, endoleaks: from follow-up CT/MRI, patency: is there any evidence of thrombus? = yes is there evidence of device issue(s)? = no proximal component (zta-p/pt-) = yes.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) c22 - appropriate term/code not available for side effect d17 - appropriate term/code not available for side effect based on the investigational findings the event for this pr# is no longer reportable. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. The subject of this complaint is a 67-year-old female patient. Primary indication for thoracic endovascular aortic repair was taaa (thoracoabdominal aortic aneurysm). The patient was treated with zteg-2pt and zta-p-44-125 (the most distal device). Proximal neck was reported without thrombus, with parallel neck shape, without tortuosity, occlusive disease or calcification. Distal neck was reported without thrombus, with irregular neck shape, without tortuosity, occlusive disease and calcification. Location of graft material of proximal edge of the zteg-2pt was zone 4: zone 3 to mid-descending aorta. Location of graft material of distal edge of the zta-p-44-125 was above celiac. No evidence of device issues was at the completion of procedure. Maximum diseased aortic diameter 57mm. Maximum diameter in descending thoracic aorta 57mm. Proximal neck diameter was 34 (minimum) ¿ 37mm (maximum). Distal neck diameter was 43 (minimum) ¿ 55mm (maximum). Aspirin was prescribed at time of discharge. 1 month follow CT (computer tomography) revealed a thrombus in the zta-p-44-125. No information regarding treatment has been provided. Review of the device history record gave no indication of the device being produced out of specification. No imaging was provided for the investigation. As nothing indicates that the event is related to fault condition of the device or abnormal use of the device, the event is assessed to be a side effect. Consequently, the event of the thrombus inside zta considered to be related to procedure. According to the IFU, thrombosis is a known adverse event associated with zta or the implantation procedure. It is noted that zta device is used in combination with zteg, which is outside the intended use for this type of the device, however this assessed not to be the cause of the thrombus formation. According to the IFU, zta proximal component may be used independently or in combination with a distal component. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.